Manufacturer narrative:
The device was received for evaluation. During functional testing, the directional flow labels were missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the direction flow label missing. The new directional flow labels will be issued and installed on the device at case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the inside door tubing guide missing. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.